Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device lot #: 1259543 was reported, however, this is not a lot# manufactured for this product #. Initial reporter phone number: (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. A repeat test was performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: "a nasal swab was collected and the bd veritor sars-cov-2 test was performed, as per package leaflet recommendations. The customer obtained a positive result. The patient requested that the test be repeated and another sample was collected for a second exam. The result was negative for sars-cov-2."

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. A repeat test was performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #(B)(4). The following information was provided by the initial reporter: "a nasal swab was collected and the bd veritor sars-cov-2 test was performed, as per package leaflet recommendations. The customer obtained a positive result. The patient requested that the test be repeated and another sample was collected for a second exam. The result was negative for sars-cov-2."

Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges false positive when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1259543. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.